Event description:
It was reported via a clinical report form from the (B)(4) study that during an orbital atherectomy (oa) treatment procedure, a class c, flow-limiting dissection event occurred post atherectomy. The sfa lesion was 100% stenotic, moderately calcified, and 200mm in length. Two patent run-off vessels were present prior to therapy. The lesion was treated with a 2.0mm solid crown oad which was spun for three runs at low speed (33sec, 30sec, 18sec), at medium speed for two runs (20sec, 27sec), and at high speed for two runs (16sec, 6sec). The residual stenosis was 65%. Per the physician, he knew he was "subintimal in a couple of spots." The sfa dissection was treated with a 6.0x220mm balloon for two inflations at 6atms each for a total inflation time of 40sec. A 7.0x150mm stent was then placed and the residual stenosis was decreased to 30%. The expectations for the case were met. Per the physician, blood flow returned to the foot; follow-up one week later showed an abi increase from >0.6 to 1. No additional info is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unk. The root cause for the reported event is unk. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report# 26 of 48 events identified during this review. This report contains limited info regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).